Event description:
It was reported that, "the pt presented with hip/groin pain in 2009. X-rays and bone scan revealed a loose acetabular shell. After the shell was explanted, it was noted that there was no bony ingrowth on the shell. A replacement shell was implanted".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.